Event description:
It was reported that a dexcom g7 sensor lost signal and the ilet displayed ¿start sensor,¿ with pairing to the ilet intermittently failing; the user was guided to enter the sensor code and restart the pump, including toggling cgm settings, and pairing reinitiated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the cgm and the ilet consistent with intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.